Event description:
During the procedure the guide wire was placed in the circumflex at the distal om and the balloon catheter was advanced over the guidewire. However, the balloon catheter could only be advanced as far as the intermediate coils where it was inflated. Upon removal of the guide wire, the tip of the guide wire separated and remained in the pt. An attempt was made to snare the separated guide wire tip, but it was too far distal and could not be snared. The guide wire remains in the pt's body. The pt experienced some pain after the procedure; however, the source of the pain unclear.